Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated there was no patient injury. It was further reported the pump had motor stalls that were not recovering properly. A rotor study was not performed. The pump was received for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The company rep indicated that the information provided on 2020-apr-20 was confirmed with the physician and clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via company representative. The two-tone motor stall pump alarm was heard. The motor stall did recover on its own but then stalled again. As per the logs provided, a pump motor stall alarm occurred on (B)(6) 2020 at 8:54 pm followed by a pump motor stall recovery on (B)(6) 2020 at 10:57 am. Also, per the logs, a motor stall occurred again on (B)(6) 2020 at 10:13 pm with no motor stall recovery recorded. They were unsure of what caused the pump to stall. The pump was replaced on (B)(6) 2020. The patient was at home and doing fine. The pump was to go through pathology per the hospital¿s policy. The company representative was to pick up the pump when ready and send it back to the manufacturer for evaluation. The patient¿s weight at the time of the event was unknown and they were unable to provide the patient¿s medical history.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving baclofen with a concentration and dose of 382 mcg/ml at 115.64 mcg/day, dilaudid with a concentration and dose of 8.9 mg/ml at 2.69 mg/day, and bupivacaine with a concentration and dose of 9.2 mg/ml at 2.78 mg/day via implantable drug delivery pump. It was reported that the patient heard alarming from the pump on (B)(6) 2020 so the clinic interrogated the pump and pulled logs to find a premature motor stall. No environmental/patient/external factors were involved. The pump was planned to be explanted and replaced on (B)(6) 2020. No symptoms were reported and there were no further complications.

Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Analysis noted residue and wearing on the upper shaft of gear number 2. If information is provided in the future, a supplemental report will be issued.